Event description:
The reporter (also the mother) contacted animas on (B)(6) 2013 reporting that the patient was admitted to the hospital on (B)(6) 2013 with positive large ketones in urine and vomiting. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with hydrating with intravenous fluids. The reporter stated that the patient was off the pump for 24 hours and restarted on (B)(6) 2013. The patient was discharged on (B)(6) 2013. The reporter stated that she is concerned that the pump is malfunctioning. The reporter stated the patient is not on any new medications, no new activities/stressors or no new diet changes. The reporter confirmed with customer support (cs) that the time and date are correct in the pump and the ic ratio, basal rates, blood glucose target, isf and iob are all programmed as desired. The reporter stated that the insulin is stored appropriately and is not expired. The prime history showed patient is changing site every 3 days. The total daily dose is adding up correctly. The bolus history amounts are all given to completion and as desired per patient's mother. The patient received multiple low battery alarms in the last three days in the pump and lithium battery replaced with each alarm per reporter. The reporter stated that the sites look good, no bent cannulas, no bumps, no bruising, no bleeding or leaking at site. The reporter stated that the patient rotates between abdomen and buttock. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. A (B)(4) flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.